Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer resumed insulin deliveries and the occlusion alarms continued. Reportedly, the pump supplies had been in use for more than 3 days. A system check was performed and the occlusion was found to be within the cartridge. A supply change was performed and insulin deliveries were resumed.